Manufacturer narrative:
Na

Event description:
It was reported that when the paramedic was setting up the volume setting, the ventilator would not ventilate with an audible alarm while connected to a patient. The patient was bagged. No patient harm reported.